Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified that the power button would not respond to button presses anymore. After replacing the main keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would intermittently not detect the power button being pressed. During an initial evaluation, a third-party service agent observed that the power button did not respond to button presses anymore. In this state, the device would not power on to provide therapy if it were needed. There was no patient use associated with the reported issue.